Event description:
It was reported that the device exhibited possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage data in file (B)(4) shows bat=2.731. Bat impedance~4443 ohms on (B)(6) 2012, device is before eri/rrt. The device was returned and analyzed. No anomalies were found.